Event description:
The tube is introduced into the esophagus and pulled out through the abdomen. The suture loop that is used to pull the tube, broke off as it was beginning to be pulled out through the incision. It was retrieved with forceps and the case was completed without adverse effect to the pt as far as rptr knows.